Event description:
The customer reported having issues with prime/rewind. The caller stated that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 78mg/dl. Troubleshooting was performed, and found that the drive support cap was protruded. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to loose/protruded motor support disk. No prime alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.